Manufacturer narrative:
We have been advised by a company representative that the customer did not allege a malfunction of the iabp, thus no evaluation/repair was necessary. The cs300 worked normally and continued to be used clinically.

Event description:
It was reported that during use on a patient, ¿rapid gas loss¿ alarm was generated on the cs300 intra-aortic balloon pump (iabp). No issue was observed with the iab catheter, and the customer attempted to restart pumping, but same alarm occurred repeatedly. Subsequently, the iab was replaced to continue therapy. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, ¿rapid gas loss¿ alarm was generated on the cs300 intra-aortic balloon pump (iabp). No issue was observed with the iab catheter, and the customer attempted to restart pumping, but same alarm occurred repeatedly. Subsequently, the iab was replaced to continue therapy. No adverse event was reported.